Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the line of a renal pt was changed as it was cracked, was placed in 2005.